Event description:
Info was received that the enclosure of the device appeared to have been damaged. According to the provider, the pt was not using the device at the time of the reported incident. The pt did not report any harm. Preliminary investigation of the device has determined that a failure of the printed circuit board has occurred. Investigation into the circumstances leading to this event is not complete. A follow up report will be filed when additional info is available.